Event description:
The customer reported that the images won¿t come through from skyplate since being dropped. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model ¿skyplate¿) can be used for image capture. Philips field service engineer investigated on site and confirmed reported problem. The affected detector needs to be replaced. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). The detector was replaced. A gain and pixel calibration was successful. Finally, the system meets the specification for the performed service and is returned to use. Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.